Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation, a patient experienced a bleeding complication, and the bleeding was successfully controlled. The patient fully recovered, and it is unknown whether hospitalization extended beyond standard care. Additional surgery was noted to have occurred as a result of the procedure. According to the physician, neither the device nor the procedure were believed to have contributed to the bleeding event. No further information regarding patient status was provided. It was further reported that no issues were noted with the devices, and the described bleeding occurred in the heart, specifically at the appendage, with no bleeding at the access site. The indication being treated was a successful surgery, and the procedure performed was an atrial fibrillation ablation. The device involved will not be returned for analysis because it was discarded by the hospital. The patient required hospitalization post procedure, was later discharged, and is currently reported to be in stable condition. The bleeding occurred due to pericardial effusion.

Manufacturer narrative:
B2: outcomes attrib to adv event- updated. B5: describe event or problem - updated. D1: brand name - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. D2b: pro code (product code)- updated. D4: unique identifier (UDI) #- updated. H6: patient codes, impact codes- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation, a patient experienced a bleeding complication, and the bleeding was successfully controlled. The patient fully recovered, and it is unknown whether hospitalization extended beyond standard care. Additional surgery was noted to have occurred as a result of the procedure. According to the physician, neither the device nor the procedure were believed to have contributed to the bleeding event. No further information regarding patient status was provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
A2: age at time of event, unit of measure-age- updated. A3a: sex- updated. A3b: gender- updated. B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. G2: report source- updated. H6: patient codes- updated. H10: related report number- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation, a patient experienced a bleeding complication, and the bleeding was successfully controlled. The patient fully recovered, and it is unknown whether hospitalization extended beyond standard care. Additional surgery was noted to have occurred as a result of the procedure. According to the physician, neither the device nor the procedure were believed to have contributed to the bleeding event. No further information regarding patient status was provided. It was further reported that no issues were noted with the devices, and the described bleeding occurred in the heart, specifically at the appendage, with no bleeding at the access site. The indication being treated was a successful surgery, and the procedure performed was an atrial fibrillation ablation. The device involved will not be returned for analysis because it was discarded by the hospital. The patient required hospitalization post procedure, was later discharged, and is currently reported to be in stable condition. The bleeding occurred due to pericardial effusion. Further information reported that following the transeptal puncture, the patient became hypotensive. A pericardial effusion was identified via intracardiac echocardiography (ice). Emergent pericardiocentesis was performed with the physician and interventional cardiology, physician, and anesthesia provided hemodynamic stability. Cardiac surgery was notified, and the surgery was performed in the lab by cardiovascular surgery personnel. The patient was then transferred to a higher level of care in stable condition. During the procedure, the patient was noted to drop in blood pressure and develop a pericardial effusion on intra cardiac echo. The sheath was withdrawn to the inferior vena cava, protamine was administered, and a pericardiocentesis and autotransfusion were performed. The pericardial effusion recurred and a median sternotomy was performed. The mediastinal blood was removed and a traumatic tear was identified in the left atrial appendage. A side biting clamp was used to obtain vascular control. The patient was heparinized and the left atrial appendage was cannulated via the ascending aorta and right atrium. The left atrial appendage was repaired with 4 0 prolene sutures on cardiopulmonary bypass and a 45mm clip applied to the base of the left atrial appendage. The heart was deaired and weaned off cardiopulmonary bypass. Transesophageal echocardiogram (tee) revealed similar biventricular function compared to preoperative function. The patient was decannulated, heparin was reversed with protamine, chest tubes placed, and closure was completed with sternal plating. The patient was transferred to the intensive care unit. No further information on the status of the patient is available. It was confirmed that the farawave catheter was in the patient when the pericardial effusion occurred.